Event description:
The pt reportedly experienced a decrease in progress for a few months (dates not given). External equipment was exchanged and programming adjustments were made. However, the pt's family member did not observe an improvement in the pt's performance. In august 2004, the pt was seen by a company rep. Testing performed revealed four shorted electrodes. Programming adjustments were made and the pt continued to be monitored by the center. In 2004, the center's cochlear implant team decided to schedule surgery to explant the pt's device. The pt was reimplanted with another advanced bionics cochlear implant.